Event description:
It was reported that prior to a holmium laser enucleation of the prostate procedure for enlarged prostate, two fibers snapped outside of the scope. The procedure was completed using an alternate device. There were no patient complications.

Event description:
It was reported that prior to a holmium laser enucleation of the prostate procedure for enlarged prostate, two fibers snapped outside of the scope. The procedure was completed using an alternate device. There were no patient complications.